Event description:
It was reported to philips that the system's c-arm was moving on its own. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of use at the time of event occurrence. The philips field service engineer (fse) went onsite and confirmed that the arc movement command remains activated even after releasing it. Fse performed mechanical check and cleaned the arc movement control mechanism. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.